Manufacturer narrative:
No failed battery test noted during testing. Device passed self test and displacement test. No pump error 53 noted during testing, however, pump error 53 found in the pump history due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had received software error and received failed battery alarm. Customer's blood glucose value was 198 mg/dl. The customer states that they were able to clear alarm and was unable to complete insulin pump rewind. Troubleshooting was assisted. The customer was advised revert to backup. The device will be returned for analysis.